Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "displayed air in line" was not reproduced. Evaluation sent device to flow lines for ultrasonic sensor us air and it failed due to receiving a reload set (air detector). A review of the event history log revealed "air in line!" Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the out of specification ultrasonic sensor. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed air in line in the biomedical service department. There was no patient involvement. No additional information is available.